Event description:
Catheter fell out at hosp in spring 1998. It was noted that there were no cuffs present on catheter when it fell out. New catheter was placed at another hosp. Catheter was placed with two cuffs per standard procedure. Second surgery was required for this pt.